Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had stripes in the image which occurred occasionally. The subject device was being used with the video processor. The tissue was visible. The issue occurred after use in therapeutic laparoscopic surgery. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g6, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light bundle of insertion part was slightly broken a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the universal cord failure caused streaks in the image should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.